Event description:
Related to manufacturer report # 2183959-2014-00351.

Event description:
It was reported the patient had an elevate pc anterior sling implanted. It was reported the patient had a medical history or "depressive syndrome" and dyslipidemia. It was indicated that after the elevate pc anterior sling was implanted, the patient experienced "vaginal bleeding, hematuria, and dysuria" which was not related to the device. "Urgency de novo" was also reported. It was indicated that the event was resolved on (B)(6) 2013. No additional patient complications have been reported in relation to this event.